Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their pacing system was removed because the wound would not heal. Follow-up with patient's clinic indicated the patient had wound dehiscence and a minor pocket hematoma about one month after implant that required the system to be replaced. The clinic also indicated the dehiscence was not due to an infection or the patient's pacing system. No further patient complications have been reported as a result of this event.